Event description:
The customer reported an issue with low anion gaps on a unicel dxc 600 pro synchron system. The customer reran patient samples on the laboratory's second unicel dxc and found that false high chloride (cl) results had been generated for three patients. The false high results were not reported out of the laboratory. Quality control (qc) results exhibited intermittent high fliers for cl and sodium (na) a few days prior to the event, but qc results directly prior to and after the event were within lab-established ranges. Patient samples were collected in lithium heparin separator tubes and centrifuged for 10 minutes at 3500 rpm at room temperature; the customer did not question sample integrity for this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed adhesive in the calcium port of the flowcell. The fse cleaned the flow cell as well as the adhesive from the calcium port. The fse replaced the ratio pump, carbon bridge, electrolyte injection cup quad ring, and reagents. The fse also performed alignments. The ratio pump was returned to bec and evaluated; the event could not be attributed to the ratio pump because high chloride results could not be duplicated and the part passed specifications.